Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was further reported that all fragments of the blade were retrieved successfully. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Corrected data; the blade was initially reported to be a 2296-003-051 safedge precision thin (6.5 x 0.38 x 18.5mm). Upon product evaluation on 11-jan-2019, the catalog number of the blade received was identified as a 2296-003-114 precision thin (7.0 x 0.38 x 18.5mm). H6: investigation results indicate that a combination of excessive pressure on the blade from the handpiece caused the makings on the mount of the blade and metal contact along with bending and twisting while cutting could have caused the blade to break at the mount. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control." The associated devices IFU's state that the device and associated handpieces are "intended for surgical procedures involving cutting bone and hard tissue". The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was further reported that all fragments of the blade were retrieved successfully. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.